Manufacturer narrative:
Argus case (B)(4).

Event description:
My granddaughter had taken one third of a tablet of polident and I need to know what are the effects (accidental device ingestion) case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) tablet (batch number unknown, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional information: adverse event information was received on 10 july 2019 via live call. Consumer reported that, "my granddaughter had taken one third of a tablet of polident and I need to know what are the effects".